Manufacturer narrative:
An event regarding crack/fracture involving an triathlon trial was reported. The event was confirmed. Device evaluation and results: the device was returned in used condition. There is damage on the bottom posterior side of the trial along the tab. The triathlon insert trial was fractured from the edge of the central eminence. Examination of the returned device with material analysis engineer noted: "fracture on distal surface of trial consistent with an overload condition as indicated by hackels. In-service use damage also observed." Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the investigation concluded that the damage and fracture is consistent with an overload condition as indicated by hackels. In-service use damage also observed. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.

Event description:
Surgeon broke a tibial trial insert during trailing. He also had trouble seating the real tibial insert implant. He felt it was not properly seated and wasted 2 inserts in the process. He felt the medial side was tight and was causing the insert to go in at an angle. Surgeon did not feel there was anything wrong with the implants. The third insert seated properly and locked in to the tibial tray.

Manufacturer narrative:
Review of the product history records indicates the products were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
Surgeon broke a tibial trial insert during trailing. He also had trouble seating the real tibial insert implant. He felt it was not properly seated and wasted 2 inserts in the process. He felt the medial side was tight and was causing the insert to go in at an angle. Surgeon did not feel there was anything wrong with the implants. The third insert seated properly and locked in to the tibial tray.